Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at service center. Upon inspection, it was noticed that the transmitter kit was damaged was causing the pairing problem. Hence, the complaint can be confirmed. Replaced transmitter kit to fix the issue. Unit passed the ga test and electrical safety test. The exact root cause is the damaged transmitter kit. The service history was checked for the generator, no abnormality was found. A manufacturing record evaluation was performed for the finished device lot number (1720233c), the review revealed there was one non-conformance, however, it is unrelated to the reported complaint failure. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via phone that the vapr vue generator could not coagulate during a shoulder operation. The generator could cut but could not coagulate. Another device was used to complete the surgery. It will be repaired in (B)(6) cts, not return to opoc. There were no adverse consequences to the patient. Additional information could not be provided by the affiliate.